Event description:
Per the clinic, the patient experienced swelling at the implant site and was treated with antibiotics (specific type, date and duration not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.